Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned for inspection and the event was not confirmed. The root cause could not be identified. As noted, the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7 ¿ a defective transformer tr1 at the generator board (permanent fault). 8 ¿ a defective current transformer at the generator board (permanent fault). 9 ¿ a defective impedance converter at the generator board (permanent fault). 10 ¿ a defective peak value rectifier at the generator board (permanent fault). 11 ¿ missing activation for the output stage of the generator board (permanent fault). 12 ¿ too low output voltage due to a poorly switching high-frequency power amplifier at the generator board (permanent fault). 13 ¿ no or a too low supply voltage of the hvps board (permanent fault). 14 ¿ a defective hvps board (short circuit at the mos transistors, permanent fault). 15 ¿ a defective motherboard (short circuit at the ntc1, permanent fault). 16 ¿ a defective motherboard (defective adc, permanent fault). 17 ¿ defective tsv diodes at the relay board (permanent fault). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the electrosurgical generator had an e433 error occur. The error came on startup and persisted. After the foot pedals and cables were moved around, the generator started normally. There were no reports of patient harm of injury.